Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet and dexcom g6 continuous glucose monitor (cgm) after insulin delivery stopped because the reservoir ran out, which the user did not notice for approximately four hours; the highest cgm value was 400 mg/dl and a confirmatory glucometer reading was 481 mg/dl, and the user was guided through a full supply change with education on recognizing dosing stoppage. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included elevated blood glucose without the need for medical intervention or hospitalization. Investigation included user communication, review of use conditions, and troubleshooting with education. Investigation of this case revealed that hyperglycemia was attributable to user-related depletion of insulin supply leading to cessation of insulin dosing; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to insulin supply management.